Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2019-01218. It was reported that during the ipg removal for infection, it was noted that the lead site was also infected and had pus. In turn, the lead was explanted. When attempting to replace the lead, there was still pus in the area, therefore nothing was implanted and physician is treating patient for infection.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the infection has cleared.